Event description:
According to the reporter, on (B)(6) 2024, the patient had a central venous catheter set implanted. After dialysis on (B)(6) 2024, it was observed that the red luer joint at the arterial end was cracked. There was nothing unusual observed on the device prior to use. Flushing was done, and the result was normal. There were no other products utilized with the device. There was no excessive force used on the device. There was a leak at the luer adapter. The tego was not utilized. Chlorhexidine acid aqueous solution in water was the cleaning used on the device. The catheter was not repaired. The insertion site was treated prior to product placement. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the reported product was replaced with a new catheter with the same lot and ID. The procedure was completed. There was no blood loss, and blood transfusions were not required. There was no intervention/treatment done that was required as a result of the adapter issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.